Event description:
It was reported that the patient had painful insertion while inserting the intermittent catheter. Per additional information received via liberator on (B)(6) 2022. Stated that the patient had to add extra lubricant and they were still very uncomfortable and the patient was currently trying to get an appointment with the urologist. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had painful insertion while inserting the intermittent catheter. Per additional information received via liberator on 31mar2022. Stated that the patient had to add extra lubricant and they were still very uncomfortable and the patient was currently trying to get an appointment with the urologist. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect viscosity". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.